Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found with a depleted battery. This issue was found upon a device interrogation indicating limited functionality as the device was in end of life (eol) state. Reportedly, the patient was received at the hospital with reports of over fifty shocks due to constant ventricular fibrillation, that was most likely caused because the patient's stopped medications for a planned ablation procedure, and it was inquired if this many shocks depleted the battery. Technical services (ts) reviewed the case and noticed multiple device faults including power on reset, shock lead shorted and charge time exceeded. Ts believed there is likely a damaged fuse and recommended x-rays due to a possible twiddled system, the cause of eol is most likely a system malfunction and prompt replacement of both device and lead was recommended. This ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found with a depleted battery. This issue was found upon a device interrogation indicating limited functionality as the device was in end of life (eol) state. Reportedly, the patient was received at the hospital with reports of over fifty shocks due to constant ventricular fibrillation, that was most likely caused because the patient's stopped medications for a planned ablation procedure, and it was inquired if this many shocks depleted the battery. Technical services (ts) reviewed the case and noticed multiple device faults including power on reset, shock lead shorted and charge time exceeded. Ts believed there is likely a damaged fuse and recommended x-rays due to a possible twiddled system, the cause of eol is most likely a system malfunction and prompt replacement of both device and lead was recommended. This ICD was eventually explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found with a depleted battery. This issue was found upon a device interrogation indicating limited functionality as the device was in end of life (eol) state. Reportedly, the patient was received at the hospital with reports of over fifty shocks due to constant ventricular fibrillation, that was most likely caused because the patient's stopped medications for a planned ablation procedure, and it was inquired if this many shocks depleted the battery. Technical services (ts) reviewed the case and noticed multiple device faults including power on reset, shock lead shorted and charge time exceeded. Ts believed there is likely a damaged fuse and recommended x-rays due to a possible twiddled system, the cause of eol is most likely a system malfunction and prompt replacement of both device and lead was recommended. This ICD was eventually explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a review of the device memory found that a shorted lead error (code 1004) and a shocking capacitors charge error (code 1007) had been recorded. Memory also showed that the device battery status moved to end of life (eol) due to a high number of charges depleting the battery. An x-ray of the device revealed that the internal high voltage fuse was intact. The device was put through and failed the returned products test, it failed multiple sections of the right ventricular (rv) pace shock portion of the test. The device was unable to shock. Subsequently, this device case was removed, and the battery replaced with an external power source. Electrical measurements of the high voltage capacitors as well as various parts of the device confirmed they were operating normally. No anomalies were confirmed. The reported faults were deemed due to a high number of charges occurring in a short period of time. A large number of charges depletes the battery and does not allow charging to complete.